Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer would pull multiple times on the plunger, causing cartridge damage. There was no reported adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.